Event description:
Primary care physician referred me for physical therapy due to abnormal neck sensation. I received ultrasound shock wave therapy, which resulted in an exacerbation of symptoms, the re-emergence of quieted symptoms and during the procedure, neuropathy not previously experienced. I have now done fairly extensive clinical research on possible negative effects of ultrasound shock wave therapy, and to look at it, it's as though it's the best thing since cake. This over-enthusiasm, just doesn't wash. If ultrasound shock wave therapy, (eswt) can, at certain levels, destroy kidney stones, of course it can act on nerves at lower doses. I'm certain this happened with me. I recall reading a very well-documented study about fetal ultrasound years ago that talked about negative effects on the fetus. That sort of information seems to have vanished. I think the FDA needs to do a whole lot more to ensure that eswt is administered correctly and safely. Of course, insurance pays for it. It's got to be quite the money-mill. And yet, the massage therapy is not covered, and isn't likely to cause problems, unless a practitioner is poorly trained. During the shock wave therapy on my neck, I experienced pain in my right hand, and said so. My left supraclavicular area went into severe spasms. Subsequently, I had stabbing pain in the mid-trachea, supraclavicular enlargement on the left, and exacerbated left clavicle pain.